Manufacturer narrative:
Results: there was no visible damage to the second px slim delivery microcatheter (px slim) evaluated. Conclusions: evaluation of the first px slim revealed that it was ovalized. This type of damage typically occurs due to improper handling during use. If the device is forcefully gripped during advancement, damage such as this may occur. The ovalization in the px slim likely prevented the pc400 from advancing through the microcatheter. Evaluation of the second px slim revealed no damage to the microcatheter. A 0.025inch stainless steel mandrel was inserted through the hub of the px slim and advanced out of the distal tip without an issue. Therefore, the px slim was functional. Therefore, the root cause of the inability to advance the pc400 through this px slim could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01884.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01884.

Event description:
The patient was undergoing a coil embolization procedure to treat a thoracic endovascular aortic aneurysm using px slim delivery microcatheters (px slim). During the procedure, due to patient's tortuous anatomy, it took a while for the physician to advance a px slim to the target vessel. While attempting to advance a penumbra coil 400 (pc400) through the px slim, the physician experienced resistance and the pc400 would not advance pass the midpoint of the px slim. Therefore, the px slim with the pc400 were removed and no damage was noticed on the px slim. The physician then re-attempted to advance the same pc400 through the px slim outside the patient¿s body; however, the pc400 would still not advance pass the midpoint of the px slim. Next, the physician inserted a new px slim in the patient and attempted to advance the same pc400 through it; however, the pc400 would not advance through the new px slim; therefore, the px slim and the pc400 were removed from the patient. The physician was then able to advance the pc400 through the px slim outside the patient¿s body even though resistance was experienced. Thereafter, the physician re-inserted the px slim in the patient¿s body and was able to advance a guidewire through it. While attempting to re-advance the same pc400 through this px slim, resistance was experienced and the pc400 became stuck at the same position; therefore, it was removed. The physician then attempted to advance a new pc400 through the same px slim; however, the new pc400 would not advance either; therefore it was removed. The physician then opened a third px slim and successfully advanced both of the two precious pc400s into the aneurysm with no issue and the procedure was completed as this point. It should be note that the physician did not use continuous flush and did not use a rotating hemostasis valve; however, manual flush was performed prior to each insertion. There was no report of an adverse effect to the patient.